Event description:
Fifty-five-yr-old bm underwent incisional ventral hernia repair and laparoscopic inguinal hernia repair. Respiratory arrest with sudden death 2 days post op. Autopsy revealed perforated small bowel with sepsis.